Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from three patient samples using vitros troponin I es reagent with two vitros 5600 integrated systems. A definitive assignable cause could not be determined. Vitros troponin I es precision testing of instrument 1 was within acceptance limits, indicating that the vitros 5600 integrated system was operating as intended at the time the higher than expected results for patient a and patient c were obtained and did not likely contribute to the events. Precision testing of instrument 2 was not performed to verify that instrument 2 was operating as expected, therefore atypical instrument performance cannot be ruled out as contributing to the higher than expected result for patient b. Based on historical quality control data, there was no indication that a vitros troponin I es reagent issue contributed to either of the three higher than expected results. However, the level 1 control used by the customer does not adequately evaluate performance of the vitros troponin I es reagent with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. Pre¿analytical sample handling could not be ruled out as a contributing factor, as ortho established that the customer was not following the sample collection device manufacturer¿s recommendations for sample processing. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from three patient samples using vitros troponin I es reagent in combination with two vitros 5600 integrated systems. The results obtained are as follows: vitros troponin I es reagent lot 2110, instrument 1. Patient a: 0.291 ng/ml versus expected result of <0.012 ng/ml. Patient c: 0.103 ng/ml versus expected result of <0.012 ng/ml. Vitros troponin I es reagent lot 2090, instrument 2. Patient b: 0.577 ng/ml versus expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I results were reported from the laboratory, however the results were questioned by a physician. Sample testing was repeated and corrected reports were issued for patients a, b, and c. Patient c was sent for an ECG, however based on a medical consult there are "no health risks anticipated as a result of the procedure". There is no allegation of patient harm as a result of the events. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).